Event description:
The customer reported that their device was showing a service wrench and had logged a critical fault code, which affects defibrillation energy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control has been unsuccessful in reaching the customer regarding the status of the device. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.